Event description:
Information received a smiths medical breathing/portex general anesthesia circuits was found to have leak. During the pre-use check, the anesthesia device issued an air leak alarm. The customer suspected there was a pinhole in the product. No patient injury.